Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reportable event occurred due to the bending section getting caught during handling of the subject device, which may have applied unusual stress to the wire inside the insertion section, causing the wire to break. The event can be prevented by following the instructions for use: "IFU: enf-xp operation manual chapter 3 preparation and inspection 3.3 inspection of the endoscope_ inspection of the bending mechanisms" olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. Additional findings are as follows: (a.) The connecting tube was dented, (b.) And there was a leakage due to a pinhole at the bending section cover. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the rhino-laryngo fiberscope experienced an angulation malfunction. The event occurred during preparation for use. The intended procedure was listed as diagnostic. The procedure was completed using a similar device. There were no reports of health hazard to the patient or user of the device. The subject device was subsequently evaluated and confirmed by olympus, and detected the angle might be locked due to cut angulation wire. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.